Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration and adjusted the collimator iris for proper image intensifier input dose, and cleaned debris from of the image intensifier. The system operates as intended.

Event description:
The customer reported the output dosage is too high and the system is not working. No patient injury was reported.